Manufacturer narrative:
The insulin pump was received with no esc button response due to unlocked keypad connector on lcd board. Device had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the escape button on the insulin pump does not respond. The button stopped working on (B)(6) 2015. Customer stated that the device was dropped 3 weeks back but it caused no damage. She also mentioned that there is dust in the insulin pump from carrying it in her pocket. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was over 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.